Event description:
Customer's mother reported via phone call that the insulin pump has recurring no delivery alarms during prime and the customer experienced high blood glucose in the 500 mg/dl range. Latest high blood glucose was 450 mg/dl. It was stated that the alarm occurs every other week, it would stop and alarm during prime and then continue. The customer has not tried different cannula lengths. Insulin is not expired or denatured, customer does rotate sites and avoids scar tissue and the tubing was not bent or kinked. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.